Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm and that the display was blank. Customer stated that the error occurred while she was in the shower. Blood glucose level at the time of the incident was 132 mg/dl. The customer was advised to leave the battery out of the device for two hours, to allow the device to reset. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display on full segment. The problem was isolated to the interface board. Unable to verify other error alarms or the unresponsive buttons due to the frozen display. The pump was received with minor scratches on the lcd window.